Manufacturer narrative:
The customer called back to troubleshot with technical support. The customer reported that the data acquisition board was replaced; however, the issue was not resolved. During troubleshooting, the customer tried to review the ventilator diagnostic logs, and the touchscreen was not responding. The touchscreen then failed calibration. The customer was advised to swap out the user interface assembly. Upon a follow-up with technical support, the customer swapped the user interface assembly, and the unit operated. The ventilator diagnostic report was reviewed and error codes indicating 35 volt supply failed, machine and proximal pressure sensors failed, over voltage protection circuit failed, and 5 volt supply failed were found in the logs. The customer was advised to replace the power management board. The customer reported that the power management board was replaced. Multiple attempts were made to obtain additional information that have been unsuccessful.

Manufacturer narrative:
The removed power management board (pm) was returned to the failure investigation lab (fi). A visual inspection of the power management board (pm) revealed no evidence of damage or contamination. The fi technician installed the power management (pm) into a fi ventilator to duplicate the reported issue. The power management board (pm) was tested, and the customer complaint was verified. Root cause is failure of inductor l2 in the pm board.

Manufacturer narrative:
The customer called back to troubleshot with technical support. The customer reported that the data acquisition board was replaced, however the issue was not resolved. During troubleshooting the customer tried to review the ventilator diagnostic logs and the touchscreen was not responding. The touchscreen then failed calibration. The customer was advised to swap out the user interface assembly. Upon a follow up with technical support the customer swapped the user interface assembly and the unit operated. The ventilator diagnostic report was reviewed and error codes indicating 35 volt supply failed, machine and proximal pressure sensors failed, over voltage protection circuit failed and 5 volt supply failed were found in the logs. The customer was advised to replace the power management board. The customer reported that the power management board was replaced. Upon a follow up the customer sent the unit in for bench repair as the reported issue was not addressed. The customer reported that the unit had a 35 volt displayed 39.98 volt, 5 volt displayed 5.55 volt, 3.3 volt displayed 3.62 volt. The unit also had alarms for blower stalled, patient circuit occluded, and 5 volt supply failed, 3.3 volt supply failed. The bench technician confirmed the reported issue. The bench technician replaced the motor controller board and the issue was addressed. The unit passed testing and was return to the customer.

Event description:
It was reported that the ventilator had an error code indicating machine and proximal pressure sensors failed. There was no patient involvement. The customer troubleshot with technical support and advised to have swapped out the data acquisition (da) to motor controller (mc) cable, however the issue continued. The customer was advised to replace the da board.